Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a decrease in lead impedance and ahr (atrial high rate) episodes had been stored in the device due to lead noise. A lead insulation break was suspected. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.